Manufacturer narrative:
The device has not been received for MFR's laboratory investigation. The investigation is pending. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
According to the customer: "nurse in charge is curious about the efficiency of the membrane, as the efficiency is comparative low and it needs to change within 2 days usage. After changing a new oxygenator, co2 can be removed efficiently." (B)(4).

Manufacturer narrative:
The product was tested for its o2 and co2 transfer rate according to lv 009 and passed the acceptance criteria's without any abnormalities. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).